Manufacturer narrative:
The glidescope video baton 2.0 large and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and was unable to confirm the intermittent image issue. When the cable was connected to test equipment, the image was normal. The camera image quality test was performed and passed. The glidescope video baton 2.0 large was evaluated and when connected to test equipment, the baton produced a split image. The camera image quality test was performed and failed. The technical service representative attributed the image issue to a damaged connector. The technical service representative also noted damage and delamination to the baton housing. The returned glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, when the baton was in the patient's airway, the image would go in and out. The customer reported that the connection between the smart cable and the baton was loose. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.